Event description:
The complainant has reported that, a patient (age and gender unknown), underwent a therapeutic ercp. It was reported that during the procedure, "cutting wire would not bow and it broke." Additionally, it was reported that "it did not break off into the patient." The procedure was completed with a different device. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.